Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient called in to report a skin reaction which required a medical intervention. On (B)(6) 2019 the patient spoke with a physician who recommended that the patient change sensors every 8 days versus the recommended 10-day use period. The physician intends to write a prescription that will allow the patient to receive additional sensors per month. No additional event or patient information is available.